Event description:
Customer was sitting in lift chair operating hand control when it stuck and started, the lift chair allegedly dropped. Daughter of customer alleges event caused re-injury.

Event description:
Customer was sitting in lift chair operating hand control when it stuck and started, the lift chair allegedly dropped. Daughter of customer alleges event caused re-injury.

Manufacturer narrative:
The hand control was in perfect operational and physical condition. The alleged event could not be duplicated. The nature of the event is unknown.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.